Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles an issue related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Additional information was received about the allegation of acute kidney injury and recurrent pneumonia. Section b - adverse event/product problem was corrected for both adverse events and product problem (only the product problem was checked in the previous report.) Section b - outcomes attributed to ae was updated to other. Section h type of reported complaint was changed from product problem to serious injury. Section h patient outcome code grid, health impact grid code, evaluation method code grid, evaluation results code grid, conclusion code grid was corrected and updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.